Event description:
Swelling in left knee [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) male patient, initials (B)(6), whose relevant medical history included osteoarthritis. The patient received a single injection of synvisc one into the left knee "about 9 week ago" ((B)(6) 2009). After the injection, the patient experienced some swelling in his left knee. The physician injected a steroid into the left knee as treatment of the swelling. The swelling has since improved but has still not resolved. The physician has scheduled an MRI (magnetic resonance imaging) to determine if the cause of the swelling was related to something other than the synvisc one injection. No further information was provided. As of the date of receipt of this report, the patient outcome was not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.